Event description:
When turning the generator on, the device would not boot up and the led¿s on the front panel continued to flash. The generator was power cycled but the issue remained. The patient was prepped on the table however the case had to be cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
No conclusion code available. One nt2000 neurotherm rf generator was returned for analysis. No visual anomalies were detected. When the generator was connected to an external power source and powered on successfully. The cmos (complementary metal-oxide semiconductor) checksum error was displayed on the external screen. Replacing the upper assembly resolved the issue and the generator passed all tests. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to a depleted cmos battery located at the upper assembly microprocessor. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.